Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged which resulted to high pacing threshold measurements. The physician wanted to perform a lead revision, but the patient opted to have new system implanted on the right side. Hence, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. There was a setscrew mark noted on the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. No irregularities noted at tip section of lead that could be contributed to dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.